Event description:
It was reported that prior to an esophageal stenting procedure, the inner package of the ultraflex esophageal 10mm x 18mm stent delivery system (sds) had been opened. The device was not used. Another of the same device was used to complete the procedure. The patient's status is reported as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.